Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 995 stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery . A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 4 atmospheres. However, during the second inflation at 6 atmospheres for 10 seconds, balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient's status was good.